Event description:
A customer obtained false negative anti-hcv results on two samples from the same pt. Repeat testing with alternate methods gave positive results. A false negative result could cause an infected pt to be misclassified. There was no report of patient harm as a result of this event.